Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for 6 patients¿ samples when tested with the cobas® sars cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that from dates starting (B)(6) 2021 they observed for patient 1 a sars-cov2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas liat system (s/n (B)(4)) a repeat test of the patient¿s sample analyzed on the c6800 instrument generated a sars-cov2 negative, influenza a negative, influenza b negative result. A 2nd patient¿ sample was tested and analyzed on the cobas liat system (s/n (B)(4)) sars-cov2 positive, influenza a negative, influenza b negative result. Patient #2 sample was repeat tested two times analyzed on the altostar both runs generated a sars-cov2 negative, influenza a negative, influenza b negative result the patient¿s sample was also repeat tested on the cobas 6800 instrument that generated a sars-cov2 positive, influenza a negative, influenza b negative result. A 3rd patient¿s sample was analyzed on the cobas liat system (s/n (B)(4)) that generated a sars-cov2 positive, influenza a negative, influenza b negative result the patient¿s sample was then retested on an alternative cobas liat system (s/n not provided) that generated a sars-cov2 negative, influenza a negative, influenza b negative result. Patient #4 sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov2 positive, influenza a negative, influenza b negative result. The patient¿s sample was repeat tested analyzed on the cobas 6800 instrument that generated a sars-cov2 negative, influenza a negative, influenza b negative result. Patient #5 sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov2 positive, influenza a negative, influenza b negative result then repeat tested on twice on the c6800 instrument one run generated a sars-cov2 positive, influenza a negative, influenza b negative result and the other run generated a sars-cov2 negative, influenza a negative, influenza b negative result. When repeat tested on the altostar a sars-cov2 negative, influenza a negative, influenza b negative result was generated. Patient #6 sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov2 positive, influenza a negative, influenza b negative result. The patient¿s sample was repeat tested twice on the c6800 instrument that generated a sars-cov2 negative, influenza a negative, influenza b negative result for each run. Patient sample was collected using nasopharyngeal and copan eswab. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Six (6) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is completed. No product issue was identified during the course of the investigation. Corrected lot number from 10119z to n/a. (B)(4).

Manufacturer narrative:
An investigation concluded that: two of the six alleged samples are considered at the limit of detection (lod) on the liat analyzer. An observed discrepancy may be due to the samples having a low viral load. Samples near or below the lod of the test may generate wavering results on repeat testing. Data could not be identified in the data provided for two other samples of the six alleged ones. In addition, the customer is using a 1ml off label collection kit. The volume of collection media is not identical to on-label collection kit (3ml). If a collection kit is used that has a lower volume of media, then any potential interfering substances collected will be more concentrated. If there is a high level of interfering substances present in the sample (blood, mucous, etc.) Then this could have a negative impact on assay performance including delayed CT values and lower amplification. In the case of a weak sample, the target may not be seen at all by the test. Finally, an investigation was performed on reagent lot 10119y which was identified to be used for the two samples that were identified to be at lod. No product problem could be identified for this lot. Updated to expand on the conclusions provided in the previous supplemental MDR (follow-up #1). Specified that 2 samples were at the lod, data could not be found for 2 samples and expanded on the off label collection kit (use of off label collection kit was specified in initial MDR). (B)(4).